Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late and rupture.

Event description:
Patient reported for left side "feeling a ¿little hole¿ in her breast. Had ultrasound (us) at the time the recall was happening, but there was no alteration. But for 5 months patient has been feeling as if there is a hole underneath the left breast, when goes down, patient manages to put a finger inside, it doesn't even look like there is a prosthesis". The device remains implanted. Patient reported "ultrasound (us) that diagnosed seroma, but the physician informed that it wasn¿t only that. Confirmed patient¿s ¿hole and hardening¿ of the breast. In physician¿s opinion there is more than just seroma, a contracture or rupture, that could have caused the seroma".

Event description:
Patient reported for left side "feeling a ¿little hole¿ in her breast. Had ultrasound (us) at the time the recall was happening, but there was no alteration. But for 5 months patient has been feeling as if there is a hole underneath the left breast, when goes down, patient manages to put a finger inside, it doesn't even look like there is a prosthesis". The device remains implanted. Patient reported "ultrasound (us) that diagnosed seroma, but the physician informed that it wasn¿t only that. Confirmed patient¿s ¿hole and hardening¿ of the breast. In physician¿s opinion there is more than just seroma, a contracture grade unknown or rupture, that could have caused the seroma".

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.